Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. Additional information received: it seems that the leak is occurring at the same spot where the dangling malformed staple is located. Hartman procedure. The patient was diabetic and obese. Tissue health for this patient was good. A flex sig was done and there was a dangling malformed staple where I saw the leak. I over-sewed and did not have to re-sect as the leak test was negative and I diverted him. Flex sigs are part of my normal routine, I always do them. I close the rectal stump with the echelon, and one could have been a contour. I insert the circular trocar in the middle of the staple line. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure the staples were sticking out on the anastomoses. She re-resected and re-anastomosed. There were no patient consequences.